Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock due to sensing of noise that was likely related to myopotentials. The patient was filling up a motorbike at a petrol station at the time. An upcoming clinic appointment was scheduled to assess programming vectors and possibly increase the gain setting x 2. The s-ICD remains in service and no adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered a shock due to sensing of noise that was likely related to myopotentials. The patient was filling up a motorbike at a petrol station at the time. An upcoming clinic appointment was scheduled to assess programming vectors and possibly increase the gain setting x 2. The s-ICD remains in service and no adverse patient effects were reported.